Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with an unresponsive act button due to corroded keypad traces. The pump was tested after cleaning the keypad traces. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the battery tube threads, minor scratches on the lcd window, and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.